Event description:
Siderail weldment was bent on one side and wouldn't let the siderail close properly.

Manufacturer narrative:
The tech found the bend was from something stuck in siderail base. Tech replaced siderail mounting bracket to resolve.